Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: device evaluation: the ok keypad button was hypersensitive due to a damaged/cracked button contact.

Event description:
The pump was returned for investigation. Investigation revealed a keypad/button issue. This report is made based on results of investigation completed on (B)(6) 2018.